Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d) high out of range pace impedance measurements were noted as well as high pacing thresholds. An lv lead issue was suspected but not confirmed. The lv lead was not used and will not be returned due to infectious disease, while the crt-d remained implanted. No adverse patient effects were reported.

Event description:
Additional information clarified that the lv lead will not be returned due to an infection present.